Event description:
Per biomed screen freezes intermittently.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. During evaluation, the reported issue of screen freezes is unconfirmed; ran the scanner with test probe powered on for 24 hours and the scanner did not freeze during the test time. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.